Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose level was 28.8 mmol/l at the time of incident and current blood glucose level was 17 mmol/l. Customer reported that insulin pump had insulin pump error and smell of insulin. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.